Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an out of range error for an unknown length of time. No additional patient or event information is available.